Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance and increased rv capture threshold were observed. During lead extraction procedure, the physician was unable to remove the stylet from the lead. The lead was capped and replace. Patient is being monitored closely.